Event description:
The sales representative was informed by the surgeon of a revision of a malar implant due to infection.

Manufacturer narrative:
Device not returned for evaluation as it was kept by the hospital. If additional information is received, it will be reported on a supplemental report. Doctor kept the device.